Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa excel 23 khz c2600 was involved in an event and was described as follows; a sharp noise occurred when the foot switch was stepped on. The tip was broken after the switch was stepped on three times. The output only showed 10%. There was patient contact, but no injury and no delay in the procedure.